Event description:
It was reported that during implant, while observing the egm (electrogram) view on the analyzer for a ventricular lead, it was noted the helix was not deployed, but the egm "looked clean." The view on the analyzer was switched, and only one in about fifteen of the complexes could be seen. It was further noted that the ppm (pulses per minute) was in the high thirties to low forties. The atrial lead was implanted, using the same procedure, and looked okay when switching views. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.